Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 6.0 x 200 mm armada 18 armada percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted during unpacking, inspection and preparation of the pta catheter. The pta catheter was advanced with no resistance to the lesion and on the first inflation attempt the balloon appeared to be twisted would not fully inflate. The pta catheter was removed with no resistance from the anatomy and another 6.0 x 200 mm armada 18 pta catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue was not confirmed. It is possible that the inflation lumen became blocked off preventing the balloon from inflating; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.